Event description:
It was reported that the patient was dissatisfied with their ambicor penile prosthesis. The patient wanted an inflatable penile prosthesis instead. The system was replaced with an inflatable penile prosthesis. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.